Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database logs. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We will look at handling such cases through ccr-1028 which is created to handle pump time changes and data handling as per our analysis, these sequence of events contributed to the reported behavior. The user was using the account with username (B)(6) during feb 2025 and had done an accidental time change on (B)(6) 2025 to a new time (B)(6) 2026 that was corrected soon after that, which caused the pump to operate for sometime with a future date.â the user created a new carelink account with username (B)(6) on (B)(6) 2025 and uploaded all data on the pump on (B)(6) 2026. Snapshot uploaded contains pump data from (B)(6) 2025 and all sensor data starting from (B)(6) 2024, including the future events generated during accidental time change on (B)(6) 2025. When the dashboard is generated for the ingested snapshot from (B)(6) 2026, reporting period is calculated 14 days prior to the available datum, which is on (B)(6) 2026, hence the reporting period is calculated as (B)(6) 2026. None of the reports are impacted due to this future date. The root cause is due to the accidental timechange that was done by the user and creating a new account to work with the same pump that had this historical timechange data. Based on the database logs, the reported issue is confirmed. We recommended the following steps to helpline. Patient accidentally changed the pump date to (B)(6) 2025, which was later corrected on the same day, but created future-dated events. Patient created a new carelink account (B)(6) on (B)(6) 2025, and a full pump/ sensor upload included these future events. As a result, the patient dashboard reporting period was calculated based on 14 days prior to the latest data available ((B)(6) 2026). Other reports are not impacted. The issue was resolved after (B)(6) 2026, once the patient uploaded data more recent than (B)(6) 2026. Please advise the patient not to incorrectly change the time in the pump. Helpline hasn't confirmed that the issue is not seen anymore. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dashboard report gave different time in range than the above & below (above range / high and below range / low) report, date also in future which was not possible. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-7350.